Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on (B)(6)-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on or about (B)(6) 2011 for birth control. The plaintiff medical history included 5 children and her last delivery on (B)(6)-2011. Following the requisite time period after implantation of essure, on or about (B)(6) 2012, the plaintiff had a hsg (hysterosalpingogram) test that confirmed full occlusion and proper placement. Within a few months after implant of the essure device, she began to experience extreme, debilitating pelvic pain and cramping, excessive, abnormal bleeding, headaches and nausea. These symptoms continued and lead to causing to be anxious and depressed. Over the next several years, the plaintiff sought treatment on multiple occasions for symptoms extreme, debilitating pelvic pain and cramping; excessive, abnormal bleeding, headaches and nausea at hospital. On multiple occasions, she missed work as a result of her severe symptoms and was not paid for her time away. In (B)(6)-2014, the plaintiffs pelvic pain became so severe that she was unable to walk. She was admitted in a medical center and diagnosed her with a massive pelvic infection. She was placed on intravenous antibiotics with the hopes to shrink the infection. During this hospitalization her severe pelvic pain and infection continued despite treatment with intravenous antibiotics. Ultimately, she was required to undergo a hysterectomy with removal of the essure devices. Coming out of anesthesia following the hysterectomy with removal of the essure devices, the plaintiff was flat-lined and was left without a pulse and had to be revived on multiple occasions, when she was finally stable again, she was not able to ingest pain medication an suffered excruciating pain from the major surgery that she had just undergone. She was forced to take an unpaid medical leave of absence from her job to recover from this procedure. As a result of the debilitating experience in (B)(6) 2014, she became more depressed. However, the symptoms she was having prior to the hysterectomy with removal of the essure device essentially resolved. Because of the requirement to undergo hysterectomy with removal of the essure devices she has been left with deformity of her abdomen, severe, large scarring and nerve damage. Follow-up information received on 26-apr-2016 - quality-safety evaluation of ptc: (B)(4) for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case report under litigation refers to a female consumer who had essure (fallopian tube occlusion insert) implanted and a few months after insertion, she experienced excessive abnormal bleeding (interpreted as genital bleeding). Two years later, she was admitted with a massive pelvic infection and was placed on intravenous antibiotics. She underwent a hysterectomy with removal of the essure devices and she was coming out of anesthesia she was flat-lined/without a pulse. She had to be revived multiple times. Genital bleeding is serious due to its medical importance, massive pelvic infection due to hospitalization an absent pulse due to its life-threatening nature. Only the genital bleeding is listed in the reference safety information for essure. Considering that essure therapy may cause bleeding and there is no alternative explanation for this bleeding, a causal relationship with essure cannot be excluded. In this case, the massive pelvic infection started 2 years after its insertion. However, as essure may act as a foreign body, it cannot be excluded that this medical device had a contributory role in the development of this pelvic infection. Although in this case, the absence of pulse is probably associated to the anesthesia, since the anesthesia was used for essure removal procedure, this event is also considered related to essure. This case is regarded as incident since device removal was required and also due to the life-threatening condition associated with essure. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.